Event description:
It was reported via social media that the patients spinal cord stimulator (scs) was not implanted correctly and caused a lot of pain and discomfort at the ipg site. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patient had a competitors device.

Event description:
It was reported via social media that the patients spinal cord stimulator (scs) was not implanted correctly and caused a lot of pain and discomfort at the ipg site. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.